Event description:
During an implant procedure, the set screw of the device was unable to be tightened. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.